Manufacturer narrative:
Additional device information unique identifier (UDI) # (B)(4). The manufacturer did not receive x-rays, or other source documents for review, neither the device has been received for investigation as the patient has not been revised. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4)

Event description:
It was reported that during the implantation of the cemented stem a fissure occurred at the femur, between osteotomy and trochanter minor. This was fixed using a cerclage.

Event description:
Investigation results are now available.

Manufacturer narrative:
DHR review: ref#: 01.06010.204 lot#: 2951100 yield: 60. Delivered: 57. Scrapped: 3. Reason for scrapping: damaged surfaces. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: intraoperative bone fracture. Event description: it was reported that during implantation of the cemented stem a fissure occurred at the femur, between osteotomy and trochanter minor. This was fixed using a cerclage. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis as the product remains implanted. Review of product documentation: no product documentation was reviewed for investigation. Conclusion summary: during the implantation of a cemented avenir stem, bone fracture occurred intraoperatively at the femur, between osteotomy and trochanter minor, which was fixed cerclage cables. No medical data was received to confirm the event and to make a meaningful analysis of the event. The quality records of the stem show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Nevertheless, possible causes of the bone fracture include excessive force applied on the bone during rasping, trial reduction or impaction of the stem into femur. Therefore, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).